Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic duedenal switch procedure, the handles did not fire and it just cracked. To complete the case, a new handle and reload were used. No harm was caused to the patient. The device is expected to be returned for evaluation.